Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement, (B)(6) surgical centre (B)(6) 2018. Patient presented after 6 weeks of discomfort with an audible squeak coming from her hip replacement. Upon dissection down to the joint replacement the polyethylene liner was found to be fractured into multiple pieces and the ceramic head showed signs of wear on the lip of the cup insitu. The head and liner components were removed and the integrity of the cup was inspected. The joint replacement was then re-trialled and new components were implanted leaving the primary stem and pinnacle cup insitu. Female patient dob: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the acetabular liner does find evidence to support the reported disassociation event. Product error / contribution to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.